Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone due to faulty interface board. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced frozen screen. The customer's blood glucose value was 245 mg/dl. The customer stated that the pump time is incorrect and there is a continuous high pitch noise. The customer stated that the pump was completely blank. The product was returned for analysis.